Manufacturer narrative:
"Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found missing o-rings on the flow sensor receptacle. The fsr replaced the o-rings the performed ovp (operational verification procedure). The unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the vela ventilator is giving low volumes. Furthermore, there was no patient associated with the reported event.